Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing detached from connector for 3 infusion sets on (B)(6) 2024. For first event, the infusion set was in use for 3 days. For second event, the infusion set was in use for 2 days and for the third event the infusion set was in use for 36 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.